Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case, cracked case-corner of belt clip rails, and broken battery tube threads. Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph however, unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was 144 mg/dl at the time of the incident. The customer stated that the battery was not previously used. The customer informed that the new battery did not resolve the issue. The customer stated that they were getting a replace battery alert on the insulin pump and would not go off even when the battery was replaced with a fresh one. The customer added that there was a crack at the back of the insulin pump¿s battery compartment. The reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.